Event description:
It was reported that the pt underwent a posterior lateral fusion at the l3-4 level using rhbmp-2/acs and posterior fixation. Five days post-op, the pt experienced incision site pain and swelling, and the site was extremely firm to the touch. Seven days post-op, the pt began experiencing severe right leg pain. Eight days post-op, the underwent an exploratory surgery to determine the cause of the pain. A sample of the surrounding tissue was removed for histology testing. The pt is doing well, and there has been no add'l reported treatment.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. The explanted tissues from the surgical site are undergoing detailed histology. Results of these evaluations are not currently available. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.